Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Item received, but not yet evaluated.

Event description:
It is reported that the device broke at an unknown time and was discovered in the central sterility department by staff.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirmed that the device fractured at the medial side of the post. The tasp also has gouges and exhibits other signs of repeated use. Both pieces were returned. This device had been in the field for approximately 4 years, and was used an unknown number of times; therefore it was determined that the device was conforming when it left zimmer biomet control. The device history records and receiving inspection report was reviewed with no deviations or anomalies identified. This particular device is listed in the aggregate tasp scope list associated with a previous investigation. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause is considered to be a previously addressed design issue.